Manufacturer narrative:
For both patient 1 and 2's initial test, no abnormalities are seen; it appears to be true growth present within these runs. The ic appears to be slightly delayed within patient 1's initial test run. For patient 1, though the root cause cannot be clearly established, the most likely cause for the discrepancy observed is contamination of the one alleged run. For patient 2, the sample seems likely to be a low level positive. This low level of amplification observed could indicate a sample with a low viral load near the limit of detection (lod) of the assay. Samples which contain this low quantity of viral material are expected to generate wavering results from run to run. Both analyzers are performing as expected.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the united states alleged discrepant results for two patients while using the cobas sars-cov-2 & influenza a/b nucleic acid test on the cobas liat system. For patient 1, the alleged sample initially generated a sars-cov-2 positive, influenza a&b negative result when tested on cobas liat. Retest of the same sample on the same cobas liat analyzer and another platform (cepheid genexpert) both generated sars-cov-2 negative results. A new sample was collected and tested on a separate cobas liat analyzer and generated a sars-cov-2 negative, influenza a&b negative result. Retest of the same sample on the same cobas liat and another platform (cepheid genexpert) both generated sars-cov-2 negative results. The positive and negative results were reported out. For patient 2, the alleged sample initially generated a sars-cov-2 positive, influenza a&b negative result when tested on cobas liat. The first retest of the same sample on a different cobas liat generated a sars-cov-2 negative, influenza a&b negative result. A second retest of the same sample on the same cobas liat generated a sars-cov-2 positive, influenza a&b negative result. Only the positive result was reported out. No harm was alleged. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 2 MDR will be filed.